Manufacturer narrative:
Findings: no cracks on the display window noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 416 mg/dl. Customer stated that he dropped the pump and there is crack in the middle of the screen. The customer stated that the insulin pump does not work anymore and does not turn on. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 416 mg/dl. The customer was treated for high blood glucose with manual injection.